Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that would not cycle. The patient underwent a revision surgery and upon removal of the ipp, it was observed that the left cylinder had come apart. The outer layer had separated from the inner layer and fluid leaked out of the system. All components were removed and replaced. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.